Manufacturer narrative:
The esheath was returned after being used in the procedure with the delivery system inserted. Imagery was provided by the site were identified access vasculature was tortuous. Visual inspection found a circumferential liner delamination one inch in length with the c-marker band attached. Liner bunching was observed on the distal end of the sheath shaft. A liner tear four inches in length was observed starting from the tip. Scratches were observed along the sheath shaft. Due to the returned device condition, no functional testing was able to be performed. During dimensional testing the liner thickness was measured on both sides of the liner along the length of the tear and found to be within specifications.  A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints for the complaint event liner torn and revealed one similar complaint for liner delamination. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath distal tip liner delamination and sheath shaft liner torn were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Review of provided imagery revealed tortuous vasculature. Vessel tortuosity can result in the delivery system not being coaxial with the sheath upon withdrawal, causing the delivery system to interfere with the sheath. Additionally, upon removal, the balloon was revealed to be torn. An altered torn balloon profile combined with non-coaxial withdrawal may have led to the withdrawal difficulty of the delivery system. Excessive force may then have been applied to overcome this resistance, damaging the liner (tear and/or delamination). Available information therefore suggests that patient (access vessel tortuosity) and/or procedural factors (withdrawal of a torn balloon/excessive manipulation) contributed to the complaint event.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling, training, IFU deficiencies or manufacturing non-conformance's were identified during this investigation, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). Please reference related manufacturer report no: 2015691-2020-12448. Please reference med sun user facility report number: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the valve was deployed successfully. There was crossing difficulty and they lost wire and had to re- cross with the delivery system and straight wire. Post deployment the balloon was fully deflated. During withdrawal of the delivery system tension was felt after about 6-12 inches out of the sheath. Withdrawal attempts ceased and assessment did not reveal anything significant. The delivery system was advanced slightly and then withdrawal was attempted again. The pusher was placed all the way to the distal end of the balloon. Withdrawal difficulty continued until the delivery system was completed removed. The patient's pressure then started to drop and an iliac artery dissection was observed on imagery. The patient decompensated further and expired. The valve alignment was performed in a straight section of the annulus with no fine adjust difficulties. Per preliminary engineering evaluation the esheath was returned and observed to have a liner tear and delamination. Per additional information received on med sun reported, post procedural upon inspection of the esheath the "peddles" were outside of the sheath."